Event description:
In 2001 reporter called cytyc's technical service dept to report that one of his staff members accidentally splashed cytolyt solution into their eyes. The incident occurred when the employee was snapping the lid of the container closed and a small amount of cytolyt solution containing a sputum sample splashed into their eyes. Reporter had the employee flush their eyes with water for 15 minutes according to the instructions in the material safety data sheet (msds). He also stated that after flushing their eyes with water the employee did not experience any pain or other symptoms, but that the employee was referred to their employee health dept as a precaution. During a follow-up phone call to the customer in 2/01 reporter reiterated that the employee did not splash very much solution into their eyes and that their eyes were immediately flushed with water after the incident. The employee went to an optometrist who determined that no further medical attention was required.